Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Natus received notification of a report (mw5110331) received through the FDA's medwatch program. Medwatch form received describing concern with a neurolink product. The reporter elected not to provide any contact information, therefore background details are limited. Customer states neurolink was illegally placed into the customer and this has now caused health issues. Medwatch form shows that customer confirms the product is available for evaluation, however customer elected to stay anonymous therefore unable to contact for follow up request for return of product. Customer did not provide specific part name/number. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Per review of (B)(4) neurolink ip details risk analysis, intended use states "the neurolink ip is also intended to be used for limited ambulatory examinations where the patient is connected by means of a long cable to the interface. The medical device is carried by the patient in a leather pouch." Neurolink device is not intended to be used for an extended amount of time nor should the product be inserted into the body. Per section 25 in (B)(4) neurolink ip details risk analysis: "the neurolink ip does not contain substances that are different then normally used in electronic devices. No special requirements are therefore needed for disposal at the end of life of the medical device. The user manual of the neurolink ip contains information regarding disposal. Furthermore devices that are disposed of can be returned to the manufacturer. No further risk analysis is needed for this element" UDI number: not confirmed - customer did not provide specific part name/number explant date: (B)(6) 2022.

Event description:
Customer states neurolink was illegally placed into the customer and this has now caused health issue - .neurolink product. The reporter elected not to provide any contact information, therefore background details are limited. The customer confirms the product is available for evaluation, however customer elected to stay anonymous therefore unable to contact for follow up request for return of product.

Event description:
Customer states neurolink was illegally placed into the customer and this has now caused health issue - .neurolink product. The reporter elected not to provide any contact information, therefore background details are limited. The customer confirms the product is available for evaluation, however customer elected to stay anonymous therefore unable to contact for follow up request for return of product.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Failure confirmed: no investigation result code: neuro sbu/product not returned. Closure rationale: complaint could not be verified, monitor for future occurrence. Complaint will be included in trending data for further review and investigation if needed.